Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's insulin gauge displayed an inaccurate value compared to the amount of insulin the customer was able to remove from the cartridge. Blood glucose was 300 mg/dl. The customer reverted to manual injections for insulin therapy.